Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the surgeon, it was learned that the device was explanted due to a unsuccessful ring repair.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the surgeon (via fax), additional information regarding the explant and a copy of the operative report was received. Unfortunately, no additional information regarding the return of the device was provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.